Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that alleged inaccuracy began on (B)(6) 2014 at an unspecified time. The patient reported obtaining a reading of ¿3.2mmol/l¿ on the subject meter compared to¿ 7.4mmol/l¿ on another meter. The patient stated that he manages his diabetes by self-adjusting his doses of insulin. The patient reported no diabetic symptoms. At the time of troubleshooting, the csr determined that the correct unit of measure was used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to a serious injury.